Event description:
Caller states that she obtained a reading of 185mg/dl on her device and felt low blood glucose symptoms. She reports eating and feeling better. Qc were reportedly used and outside acceptable ranges. Requested return of suspect, device and replacement was sent.